Event description:
It was reported by the customer that a pyxis anesthesia system (pas) station had a incorrect time. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a incorrect time. A technical support specialist updated the station's time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.